Manufacturer narrative:
Corrected/updated data. H6: add a24, remove a01. The investigation is still ongoing.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella 5.5 device was inserted surgically into the left aorta in a 61-year-old male patient with a past medical history of dialysis, presenting in scai shock stage d while on an intra-aortic balloon pump (iabp) and multiple inotropes and vasopressors prior to initiation of support. The impella was inserted to provide ventricular support during a high-risk coronary artery bypass graft (CABG) surgery. The patient¿s urine was very red. It had been red pre-operatively, cleared temporarily, and then returned. The clinical team did not associate the discoloration with the impella device and sent hemolysis labs for confirmation. This was not hemolysis, as similar discoloration was present pre-operatively and the patient had a known prostate condition contributing to the hematuria. The patient survived to explant. The reported hematuria is consistent with the patient¿s pre-existing urologic condition rather than the device or hemolysis.

Manufacturer narrative:
B5 corrected/updated with clinical rationale. The investigation is ongoing.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted surgically into the left aorta in a 61-year-old male patient with a past medical history of dialysis, presenting in scai stage d shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a high-risk surgery: coronary artery bypass graft (CABG). While the patient was in the intensive care unit (ICU), the urine was red. It was red pre-operatively, cleared up, and now is red again. The physician did not attribute the hematuria to the impella, but labs were sent to confirm. The results of the labs are unknown. The post-procedure outcome is unknown. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).